Manufacturer narrative:
(B)(4). The lot 12n037 was manufactured december 12, 2012 - december 13, 2012. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One actual unit was received with approximately 150ml of fluid in its bladder. Visual inspection on the unit shows no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit. The flow rates were found to be within the specification range. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a large volume infusor delivered only approximately half of its contents after 24 hours of patient infusion. The device was filled with 12 g of a non-baxter drug, diluted with 5% glucose, by a nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.